Event description:
It was reported that a farawave ablation catheter got the guidewire stuck. Catheter was prepared with no issue. Doctor used the catheter to do 66 pulses in the la. Doctor took the catheter out to do a post map. After post map, doctor decided to do some touchups as there were areas to ablate. Doctor tested the catheter outside patient. When catheter was deployed to flower, the wire could not be moved and was stuck. Doctor undeployed the catheter and wire were still stuck. In the interest of patient safety, doctor asked for a new catheter to do the touch-up. Then the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was visually inspected, and no damage was observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to damage inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was broken 0.9cm distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking. Based on all the available information, the cause of the reported stuck guidewire was likely attributed to the device design based on the observed damage to the distal inner hypotube caused by the mechanical stress of pebax break and delamination. Further investigation into this behavior is currently being conducted.

Event description:
It was reported that a farawave ablation catheter got the guidewire stuck. Catheter was prepared with no issue. Doctor used the catheter to do 66 pulses in the la. Doctor took the catheter out to do a post map. After post map, doctor decided to do some touchups as there were areas to ablate. Doctor tested the catheter outside patient. When catheter was deployed to flower, the wire could not be moved and was stuck. Doctor undeployed the catheter and wire were still stuck. In the interest of patient safety, doctor asked for a new catheter to do the touch-up. Then the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.